Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a leakage event with an infusion set that leaked on the site on the same day of use. There was no stress or pull on the infusion set tubing. Patinet was advised to change the infusion set. No further information available.